Manufacturer narrative:
The cobas 6000 c 501 analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable high cobas integra creatinine plus ver.2 assay results from the cobas 6000 c 501 analyzer. The initial result was 1.24 mg/dl and the repeat was 0.94 mg/dl. The questionable result was not reported outside of the laboratory. The repeat result was believed correct.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer did not find a root cause for the issue. He cleaned all probes, adjusted the sample probe and both reagent probes, rerouted the rinse tubing, and adjusted the rinse levels. He ran precision testing that passed. The analyzer alarm trace did not contain conspicuous events. The investigation did not identify a product problem. The specific cause of the event could not be determined.